Event description:
It was reported by the customer that a pyxis medstation es system had a fatal error occurred on the underlying data source. The customer reported that the malfunction occurred when user trying to issue medication to patient and user was unable to access the station, which results a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station displayed a error that all doors would not open. A field service engineer resync the database to resolve the issue. The system functioned as intended after the field service troubleshooted the device.